Event description:
The customer reported that while the staff was at the incubator tending to the baby, a burnt odor was sensed and they observed a very small amount of smoke inside of the hood compartment. The baby was immediately removed from the incubator and was placed in to another incubator. The baby did not sustain any injury. The incubator was moved out of the nursery. When the biomedical engineer received the incubator in the biomed shop, he opened up the controller and observed damage to the power supply pcb j8 connector and the pcb in the area of the j8 connector. Reference MFR complaint pr (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow up report will be submitted as soon as the investigation has been completed.